Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had error code e333. The issue had occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: touch panel connection failure and the front panel flashing. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue and the front panel flashing issue occurred due to loose connection in the touch panel. Moreover, loose connection in the touch panel occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.